Event description:
The complainant reported that during a contrast injection procedure there were 3 failures on 2 patients with CT kits. It was reported that contast was spurting out from one of the valves or from the tubing between the valves.

Manufacturer narrative:
A series of injection and aspiration manipulations were performed within a closed and open system on both devices. The device history record was reviewed and no significant anomalies were identified. Results: the used unit was found to have a leak at a valve to tubing bond. The unused device showed no signs of leakage when tested under the same conditions. Conclusion: an ezem syringe which was further connected to an ezem pump was being used in the clinical setting in conjunction with this device. The higher pressures exerted by this syringe and pump may have resulted in the bond failing. There is a project in progress to implement new valves and tubing that are capable of withstanding higher pressures. The new configuration will include a bond which is also designed to withstand higer pressures. The expected completion date is may 2007. This incident was reported in MDR #9616662-2007-00001 (device2). During a conversation with jan davis (FDA), it was recommended a separate report be filed.